Event description:
I have severe burn on my neck and even blisters [burns second degree] , I slept with it for only 6 hours [device use error] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program thermacare (B)(6) page. A contactable consumer reported that a patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported that "anyone else gotten burnt? I have severe burn on my neck and even blisters. I slept with it for only 6 hours! I am so upset that this has happened. The pack was still in tact and not torn at all". The action taken for the product and events outcome was unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the patient 'slept with it for 6 hours' and had burn blisters on neck are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the patient 'slept with it for 6 hours' and had burn blisters on neck are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term], I slept with it for only 6 hours [wrong technique in device usage process], I have severe burn on my neck and even blisters [burns second degree], narrative: this is a spontaneous report from the pfizer-sponsored program thermacare facebook page from a contactable consumer (patient). A patient of an unknown age and gender started to use thermacare heatwrap (thermacare heatwrap) on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient reported "anyone else gotten burnt? I have severe burn on my neck and even blisters. I slept with it for only 6 hours! I am so upset that this has happened. The pack was still in tact and not torn at all". The action taken with thermacare heatwrap in response to the events and the clinical outcome of the events were unknown at the time of the report. The product quality complaint group provided the following investigation results. Severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No follow-up attempts are possible. An investigation of the device could not be conducted. Follow-up (27may2020): new information received from the product quality complaint group included: investigation results. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the patient 'slept with it for 6 hours' and had burn blisters on neck are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.